Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The patient's nurse reported via phone call that the patient was hospitalized for a high blood glucose of 500 mg/dl. Prior to the hospitalization, the patient attempted to change her infusion set, but her blood glucose kept rising. At the hospital she was treated via manual insulin injection. Troubleshooting was initiated for the insulin pump and there were no anomalies noted. The insulin pump was not returned for analysis.